Event description:
Six patient samples with discrepant glucose results. Patient 1, initial result 40.0 mg/dl, repeat 7.6 mg/dl. Repeated 2 more times on different instrument, same method, and recovered 33 mg/dl and 33 mg/dl. Patient 2, initial result 3.1 mg/dl, repeat 86.8 mg/dl. Repeated on different instrument, same method, recovered 86.8 mg/dl. Patient 3, initial result 1.8 mg/dl. Repeated on different instrument, same method, recovered 97 mg/dl. Patient 4, initial result 565.4 mg/dl, repeat 97 mg/dl. Repeated on different instrument, same method, recovered 583 mg/dl and 575 mg/dl. Patient 5, initial result 1.5 mg/dl, repeat 1.9 mg/dl. Repeated on different instrument, same method, recovered 97.3 mg/dl. Patient 6, initial result 2.7 mg/dl, repeat 0.1 mg/dl. Repeated on different instrument, same method, result was not provided. Initial results were not reported. The field service representative determined there was a problem with the sample syringe. The instrument was repaired.